Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after initially connecting hemopro 2 extension cable to vh-4000 at the start of the case, the jaws of the vh-4000 appeared to automatically activate without engaging the toggle on hand piece, and jaws began to smoke and overheat. Customer immediately removed from tunnel and disconnected hemopro 2 extension cable. No power supply issues reported. Customer opened up another vh-4000 to complete case. The hospital did not report any patient effects. No patient effects or delays reported.

Manufacturer narrative:
Tw#(B)(4). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lots 3000440187, 3000444151, and 3000443851. The last 3 lots shipped to the account prior to the event/aware date. For lots 3000444151 and 3000443851, there were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The lot # 3000440187 history record review was completed. There was an ncmr, rework, or deviations documented for the lot number shipped to the accout. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.